Event description:
Patient reported the quick bolus popped up on the display of the infusion device without touching any button. Patient stated no insulin was delivered. Patient reported no health concerns. No further information is available. No physiological effects reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the iu investigation. The buttons passed the optical and functional investigation successful and meet the specification.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.